Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Additional observation not reported by the site that is not related to the customer-reported complaint: the instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure, one of the branches of the maryland bipolar forceps instrument didn¿t respond to the commands anymore causing the impossibility of the opening and the closing of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information that it was possible to move the instrument to the right and to the left but was not possible to completely open the jaws, in particular once closed they remained stuck but not on tissue. The instrument moves in the intended direction, and there was no shakiness and/or friction experienced/observed.